Event description:
It was reported when using the bd vacutainer® serum tubes, an unspecified number of tubes displayed hemolysis leading to erroneous results on multiple chemistry tests. The initial reporter noticed uneven additive spray within the tubes that they suspect to be related. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The analysis of the customer photos shows hemolysis within the tubes in both photos. A total of 30 retained samples underwent visual inspection for additive abnormality, and all retained samples passed the inspection. Complaints for sample quality are under statistical control for the month of december 2024. Further clinical testing was performed: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (hemolysis and erroneous results-k, ldh, alt, ast, p) because the defects were not evident in the testing of the complaint lot samples. The serum did not exhibit red cell hang up or serum cloudiness. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Further clinical testing for the hbdh analyte could not be conducted as bd clinical laboratories are currently unable to test for it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis based on customer photo analysis. This complaint has not been confirmed for the indicated failure modes: additive abnormality and erroneous results-k, ldh, alt, ast, p, and hbdh. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum tubes, an unspecified number of tubes displayed hemolysis leading to erroneous results on multiple chemistry tests. The initial reporter noticed uneven additive spray within the tubes that they suspect to be related. There were no health impact or consequences reported.